Manufacturer narrative:
Product complaint # (B)(4). (B)(4). (B)(6).

Event description:
It was reported by the sales rep that the customer's healix 3 anchor 5.5mm peek with orthocord broke in the middle while being inserted into the patient during a rotator cuff repair. The cse was completed by removing the broken anchor with a grasper, creating a new bone hole and putting in a new like device. The patient had medium bone. There were no patient consequences or delays. The device was discarded.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is implanted in the patient and will not be available for a physical evaluation. This complaint is not confirmed. It was reported that the anchor broke in the middle during insertion. No information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with two incidents. The first event is not relevant to the complaint condition since it concern a vacuum drying process validation. Additionally, ot was generated. The second event is not relevant to the complaint condition since it concern a microbiology testing in cleanroom. These incidents have no relevance to the complaint condition therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. It was reported that the anchor broke in the middle during insertion. No information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with two incidents. The first event is not relevant to the complaint condition since it concern a vacuum drying process validation. Additionally, ot was generated. The second event is not relevant to the complaint condition since it concern a microbiology testing in cleanroom. These incidents have no relevance to the complaint condition therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).